Manufacturer narrative:
Repair technician observed defective weld on frame at bracket where backrest recline mechanism attached. The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).

Event description:
Repair technician observed defective weld on frame at bracket where backrest recline mechanism attached. The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).